Manufacturer narrative:
Corrected data: corrected h6 - adverse event problem. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report 3006705815-2021-04444. It was reported that patient experienced loss of therapy. Lead migration issue was confirmed via x-ray. Programming changes were attempted when the patient was in different positions and therapy was restored. Patient denies any traumas or falls. Patient reported feeling shocking feeling stimulation on their back. Both leads were repositioned on (B)(6) 2021 and an anchor was explanted. There were no complications during the procedure. Therapy was restored. Patient was stable.